Manufacturer narrative:
The g4 date [oct 24th 2017] that was used in follow up 1 correction medwatch [MFR#1221934 -2017-10689] is incorrect. That g4 date should¿ve been used for the initial medwatch. The correct g4 date for follow up 1 should've been nov 29th, 2017 this follow up 2 medwatch is being submitted to correct follow up 1 g4 date.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The awareness date reported in the initial MDR was incorrect. The event was initially not reportable as it was reported that the upper jaw would not clamp down all the way, however further investigation of the complaint device on 10/24/2017 revealed the jaw pin to be missing. Therefore the aware date should have been 10/24/2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation: the complaint devices were received and visually inspected. Visual observations revealed the jaw pin of the upper jaw was displaced from its place and is protruding out contributing to the jaw failure (upper jaw not closing properly). Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. An expressew iii needle was loaded onto the device and tested on a sample rubber strip. The jaw was not holding the rubber strip tightly. The needle could be deployed with slight difficulty and could not be returned to its initial position. The trigger had to be manually pushed forward to release the needle. This complaint can be confirmed. As this is a reusable device, it is a possibility that the device retained bio-debris inside the shaft and was not thoroughly cleaned causing the device would become rough to operate over time. This device is around six years old, and probably has seen heavy use and repeated cleaning/ sterilization cycles that would contribute to the reported failure. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed three similar complaints for upper jaw failure and one other complaint for needle misfire, for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that during a rotator cuff repair procedure their expressew iii without hook was misfiring and the jaw is not biting all the way down. The misfiring happened numerous times during the case. The procedure was able to be completed with the device but with difficulty. There were no patient consequences but there was a two-minute delay. The device will be returning for evaluation.